Manufacturer narrative:
Covidien investigation confirmed that the unit freezes and isolated the problem to the main pcb. The main pcb to be sent for further investigation of lock-up.

Event description:
Covidien received a report of a n-560 that stopped and changed volume. Eval by the france service center determined that the unit would freeze intermittently; this is a lock-up.